Event description:
They have gomco clamps that the plating is coming off. This is an ongoing matter that john diamond with div15 instruments is aware of. We are to replace them with new ones.

Manufacturer narrative:
The unit has not been returned and the pictures were not provided for investigation.